Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed samples were received in used conditions without their original packaging, with their certificate of safe handling and with their obturator. Visual inspection was performed under normal lighting to received units, in order to detect any damage on the cuff. No discrepancies were found. Customers reported issue was duplicated. Test showed a discrepancy in symmetry when inflating the cuffs completely. Three samples were below the minimum acceptable specification. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: an alert was generated in order to improve cuff bonding operation to prevent asymmetrical cuffs. Production personnel was trained on quality alert by area trainer. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that three balloons were unequally inflating. No patient injury reported.